Manufacturer narrative:
As noted in section b5, the ultrasonic probe was found damaged and the number of missing elements exceeded the standard value due to damage. The root cause of the reported event could not be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during device evaluation it was found ultrasonic probe was damaged. There was no patient involvement.